Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a "controller fault" message appear on their system controller display. The wrench lamp and alarm sound were not activated, and the display did not change even when the system controller was pressed. The system controller was replaced. Log files were submitted for review and captured controller fault events on 11dec2024 due to a communication issue with the display. Additional information was received that the patient lost consciousness at the time of the "controller fault" and the display buttons were not responding making it impossible to display history and various parameters.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues associated with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), were reported by the account. Review of the controller event log file from the reported event date of 11dec2024 captured the pump operating as intended. It was communicated that further information regarding this event will not be provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Although no device related issues were reported by the account, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.